Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous, mildly calcified, 90% stenosed, de novo, mid-left anterior descending artery. After stent implantation, a 2.5x12mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion, but during the second inflation at atmospheres (atm), ruptured. The procedure was successfully completed with a non-abbott bdc. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.